Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract extraction with intraocular lens implant procedure the phacoemulsification was not working properly. An occlusion message appeared quickly and the handpiece was heated. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The clinical analyst reviewed this file and stated the following: ¿the customer reported that the phaco handpiece was not working properly. The occlusion message occurred very fast and the handpiece was noted to be heated. The patient received a slight burn in the incision when removing the phaco handpiece. The case was completed. Additional information received stated this patient did not have a corneal burn. The customer noted there were two consecutive cases when the phaco problem occurred. One patient had a corneal burn, but this patient did not have a corneal burn. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on january 29, 2015. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).